Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the physician doesn't have anymore information about the event. The patient was ok after the refill of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider had a patient with a 20 ml pump with an empty reservoir, and the pump alarm has been sounding since on (B)(6) 2026. On (B)(6) 2026, they were supposed to perform the refill, but were unable to do so, and it was planned to be instead refilled tomorrow (on (B)(6) 2026. The patient was symptomatic and was experiencing increased pain. In case the pump has run out of drug in the reservoir, they were questioning how would the pump have to be refilled, if a normal filling should be done, or if some type of catheter bolus should be done?